Manufacturer narrative:
Additional information will be provided upon the conclusion of the manufacturer's investigation.

Event description:
Dvt calf garment was reported to cause pressure ulcers on 2 different patients lying in the supine position in the lower lateral limb at the inflation tube entry point into the garment when used in conjunction with a heel lift boot for wound prevention.